Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which patient reported itching all over her chest and she now has migraines. Patient advised doctor's office about 1 month after surgery and it keeps getting worse. Patient is loosing sleep over the itchiness. As a result patient had the device removed on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).